Manufacturer narrative:
Full UDI unknown since no lot number was provided. Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# (B)(4).

Event description:
Diagnostic lap - "harmonic was activated in or near the end of the trocar causing it to melt. They were not sure if the lot number so multiple lots are listed but actual product is being returned." Patient status fine.

Manufacturer narrative:
Additional information - received medwatch and maude event description. (B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted heat damage to the tip of the cannula. Based on visual inspection of the device and the information given by the complainant, it is believed that the cannula was melted by an energy device used during the procedure. All cannulas are thoroughly inspected and tested during the manufacturing process. The damage to the cannula tip appears to have been caused by an instrument. There is always a potential to burn the cannula with hot instruments if they are not carefully extracted or first allowed to cool. The instructions for use (IFU) warns that, "as with all trocars, instrument compatibility should be evaluated prior to use." Applied medical will continue to monitor its vigilance system for trends and take appropriate action as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Medwatch & maude report: laparoscopy and laparoscopic ovarian cystectomy - "it was noticed during the case that the end of the 5mmx100 trochar that was inserted in the patient's abdomen was melted while using the harmonic ace shears. The trochar was removed and another handpiece was opened. No other issues noted afterward."